Event description:
Customer complaint of blood results reading "hi". It was suggested to the customer to troubleshoot meter to ensure accuracy, but customer does not want to waste any strips. Customer will take her medication and check again later. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user had high glucose result. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013).